Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited no capture, and high and undefined impedance. The ra lead and rv lead were reprogrammed, and subsequently capped and replaced. No patient complications have been reported as a result of this event.